Event description:
It was reported that the patient underwent a posterior fusion at l4-5, l5-s1 using rhbmp-2 mixed with autograft and mastergraft and placed on multiple levels. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: laminectomy l5, laminotomy l4; posterior lumbar interbody fusion at l4-5 (14x22 cages), l5-s1 (12x26 cages); local bone graft with bmp, bone graft for fusion; pedicle screw segmental instrumentation at l4/5-s1 for reduction spondylolisthesis at l5-s1. Preoperative diagnosis: spondylolisthesis l5-s1, degenerative lumbar disc disease, facet disc disease at l4-5 and l5-s1, and left leg pain. Per-op notes: ¿at l4-5, 14x22 cages were placed after bmp and bone had been introduced anteriorly along with bone graft. The cages were countersunk under fluoroscopic guidance and looked good. At l5-s1, the interbody also was highly degenerated disc material. The roots were easily decorticated and 12x26 cage was placed. These had been impacted with bone and bmp, and bone and bmp with bone graft had been placed anteriorly to this and into the disc space.¿